Manufacturer narrative:
The complaint for ''general risk - failure - balloon leak'' was confirmed based on visual evaluation of returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimension measurements show the crimp balloon met the specification. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During manufacturing crimp balloons are 100% visually inspected and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, ''during implantation, contrast media was leaking from distal and proximal part of the balloon, so it was not possible to inflate the commander deliver system balloon at all''. As the delivery systems are 100% tested for leakage during manufacturing, and no issue was detected during preparation, it is likely that the damage to the balloon occurred during the procedure. Per evaluation of the returned device, the inner flex shaft was found damage under x-ray with exposed sharp metal edge at the kink location. While there was no reported insertion or tracking difficulty, the kink noted on the flex shaft indicates that excessive force/manipulation may have been applied during delivery system advancement through patient anatomy. The inward bending of the shaft can lead to exposed metal as seen in this case. The balloon shaft is seated underneath the flex shaft. During valve alignment and prior to deployment, the balloon shaft is traveling back and forth underneath the flex shaft and this may have caused the exposed metal to interact and damage the crimp balloon, resulting into leakage. As such, available information suggests that procedural factors (excessive force/manipulation) may have contributed to the reported event. However, a definite root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by an edwards lifesciences affiliate in cyprus, regarding a 29mm sapien 3 valve in aortic position by transfemoral approach, during the procedure, the 29mm commander delivery system balloon was noted to be damaged (no abnormalities were noted during device prep and the balloon cover was removed by hand) and during implantation, contrast media was leaking from distal and proximal part of the balloon so it was not possible to inflate the delivery system balloon at all. The delivery system with crimped valve was retrieved all together without any problem and another delivery system and valve was used successfully. There was no patient injury or health consequences for the patient. The patient was fine post procedure.

Manufacturer narrative:
The investigation is ongoing.